Manufacturer narrative:
Device is not distributed in the united states, but is similar to a device marketed in the us. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an expert a2fn nail.

Manufacturer narrative:
Additional narrative: this report is for an unknown plate/unknown lot. Device has not been reported as explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the drill bit was used to drill the distal locking hole during a femur intramedullary nailing procedure. The drill bit slipped and hit the nail and went into another locking hole which was not the intended hole the surgeon wanted. Upon removing the drill bit from the patient, 1.5 centimeters of the drill bit broke in the patient. The surgeon tried to remove the broken drill bit but could not retrieve it. The surgery was prolonged for fifteen (15) minutes. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: no other patient harm; patient is recovering. This report if for an unknown nail.